Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particle was found inside an exactamix 1000ml eva tpn bag. This was noted after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between august 17, 2018 - august 20, 2018. The device was received for evaluation. During visual inspection, a white approximately 3.00 square millimeters particulate matter was observed floating inside the fluid pathway. The reported problem was verified during initial inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.